Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "numbness" and "implant protruding into my areola, it also causes discomfort ". Patient later reported and healthcare professional confirmed right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Event description:
Patient later reported "their implanting physician under filled the device during implantation surgery to get a lower bottom look of the implant. Device has been explanted.

Event description:
Patient reported "[they were] upset because [they] could not purchase the cp saline warranty in 2022", "protrusion of the implant against skin" and "numbness". Patient later reported "protruding into my areola, it also causes discomfort ". Healthcare professional later reported "deflation", which patient confirmed. Patient later reported "their implanting physician under filled the device during implantation surgery to get a lower bottom look of the implant." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ numbness: unable to observe. ¿ use error: unable to observe. ¿ visibility/palpability: unable to observe. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.